Event description:
It was reported that a bd safetyglide¿ needle had safety guard failure. The following was reported, "material no.: 305916 batch no.: unknown. It is reported that the safety guard does not work well. It was also reported the needle bends easily and pops out of the plastic safety cover. Per email: there has been a series of complaints in regards to the conversation below. At an education session for the safetyglide needles, the staff present observed that the guard does not work well with any stress put on it, leading to concerns of accidental insertions/pokes. Needle easily bends , pops out of plastic safety cover."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle had safety guard failure. The following was reported, "material no.: 305916, batch no.: unknown. It is reported that the safety guard does not work well. It was also reported the needle bends easily and pops out of the plastic safety cover. Per email: there has been a series of complaints in regards to the conversation below. At an education session for the safetyglide needles, the staff present observed that the guard does not work well with any stress put on it, leading to concerns of accidental insertions/pokes. Needle easily bends + pops out of plastic safety cover..."